Event description:
It was reported that during a pt transfer from a bed, the pt felt a pain in her shoulder and let go of the hoist arms. As they were no longer supporting themselves, the pt fell forward causing the sling safety belt loops to tear and they fell down. The pt complained of pains in her legs and was taken to (B)(6) for x-rays; no injuries were reported.

Manufacturer narrative:
Add'l info will be provided following the conclusion of the MFR's investigation.